Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with reflin and fortum (doses, frequencies and routes of administrations not reported) for peritonitis. The action taken with dianeal therapy was not reported. It was not reported if the patient had recovered, but it was known that the patient condition was stable. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.